Event description:
It was reported by the customer that the bd pyxis¿ es server could not login. The customer reported that the device would not allow the user to see patients or pull medications hence there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer had entered incorrect user account details, and the case was closed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ es server could not login. The customer reported that the device would not allow the user to see patients or pull medications hence there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.